Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack, a false positive patient result was obtained. Pcr curves were atypical, so the test was repeated and was hpv negative with normal pcr curves. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd integrated diagnostic systems initiated an investigation into discrepant patient results on the bd cor system (catalog # 443982, batch # 4065520). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed no discrepancies. However, evaluation of returned raw files did reveal discrepant patient results. Although the returned files show discrepant results, bd is unable to confirm or duplicate the customers report. Additionally, it is important to note that the occurrence rate of the discrepant patient result is below the acceptable rate presented in the package insert. There are no current trends associated with discrepant patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve the customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing. Bd apologizes for any inconvenience.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack, a false positive patient result was obtained. Pcr curves were atypical, so the test was repeated and was hpv negative with normal pcr curves. There was no report of patient impact.